Manufacturer narrative:
Further evaluation was performed on the device and it was determined that the root cause for the device overheating was due to damaged bearings from improper assembly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an anterior cervical surgical procedure, it was observed that the attachment device was getting hot. There was a two minute delay to the surgical procedure while retrieving the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a temperature reading of 105 degrees at the elbow and 106 degrees at the base which both exceeded the operational specifications (103 degrees). It was also observed that gear was damaged and there was debris inside the device. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the investigation is still on-going. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.